Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: removal/snaring of separated portion of shaft from pt. Device issue: shaft separation. It was reported that the powersail balloon was inflated at the lesion site up to 14 atm, for thirty five seconds. Upon removal through the 6fr jl guiding catheter, it was noted that the device had separated into two pieces. No resistance was felt upon removal from the guiding catheter. The remaining distal portion was removed with a snare device. There were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the balloon dilatation catheter was returned with blood visible in and on the balloon and in the inflation lumen. There was contrast visible in the inflation lumen. The balloon was loosely folded. The shaft was separated on the lap joint, 4 cm proximal to guide wire exit notch. There was evidence of adhesive visible on the proximal end of the distal shaft and inside the proximal portion of the lap joint. The proximal end of the distal shaft was stretched, 3.6 cm proximal to the guide wire exit notch for a length of .5mm. There were no other damage noted to the catheter. Product performance engineering (ppe) reviewed the incident info and analysis results. It was reported that the powersail balloon was inflated at the lesion site up to 14 atm for 35 seconds. Upon removal of the device through the 6fr jl guiding catheter, it was noted that the device had separated into two pieces. No resistance was felt upon removal from the guiding catheter. The remaining distal portion was removed with a snare device. Factors that may contribute to shaft separations include, but are not limited to, mfg, tensile overload, pt anatomy, interaction with other devices, or handling. The analysis of the returned device revealed a separation at the midlap joint. The proximal end of the distal shaft was stretched proximal to the guide wire exit notch, which suggests that the separation may be related to tensile overload. Adhesive was observed on the proximal end of the distal shaft and inside the proximal portion of the lap joint, which suggests that the device has been bonded during the mfg process. However, it is possible that the midlap joint did not receive adequate plasma treatment during the mfg process such that the midlap joint was not sufficiently bonded, which led to a shaft separation. Since the root cause may be related to the mfg process, an fdn will be initiated to further investigate the mfg process that may contribute to a shaft separation. The lot history record for this product was reviewed and there were no non-conformances that could have contributed to this complaint. A query of the complaint-handling database was performed and there were no similar complaints reported for this part number/lot number combination. Product performance engineering will continue to monitor the incident circumstances. All catheters are 100 % visually inspected during the mfg process at abbott vascular. This MDR is considered closed by the product performance group.